Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead would not fully extend and exhibited high capture thresholds. The lead could not be re-positioned as the physician had difficulty extending the helix. The lead was not used, and a new lead was implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while high capture threshold was not confirmed. As received, a complete lead was returned in one piece. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. The cause of the reported event of a helix mechanism issue was isolated the inner coil over torqued in the connector region and the helix being clogged with blood/tissue. Electrical testing was normal.